Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted, with the stylet returned within the lead lumen. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin; the helix under x-ray appeared normal. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was unable to confirm any link between the product and the cardiac perforation.

Event description:
Boston scientific received information that approximately one week post implant, the patient with this right ventricular lead returned with complaints of chest pain and syncope type symptoms. A cardiac perforation was confirmed. A pericardiocentesis with attempted lead repositioning was attempted; however unsuccessful and the lead explanted. A non-boston scientific lead was implanted; no further adverse patient effects have been reported. The explanted lead was returned for analysis.